Event description:
It was reported that stent moved on balloon occurred. A 2.75 x 48mm synergy xd drug-eluting stent (des) was selected for treatment. However, during the procedure, the stent failed to pass through the catheter, and when the device was removed from the non-boston scientific guidewire, the distal end of the stent appeared malformed and like it was coming off of the balloon. The procedure was subsequently completed using an alternative device. No patient complications were reported.